Manufacturer narrative:
The company representative replaced the main cpu board (part number 0670-00-0788) and keypad controller pcb (part number 0670-00-1145). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a patient for two days, in auto mode, the iabp went into standby mode by itself without generating a "no trigger" alarm. A "prolonged time in standby" alarm was generated. They pressed the start button and resumed pumping. The patient was not switched to another iabp and therapy was continued. No patient injury was reported.